Event description:
Caller reported that the pump became hot to touch, and temperature alarms were confirmed in the pump history. The impact on the customer's blood glucose level was unknown as the caller declined to provide this information. Technical support replaced the pump, provided instructions for putting the pump into storage mode, and sent a replacement pump with updated software to the customer. The customer understood the instructions and agreed to return the problematic pump to tandem.